Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Lobectomy with da vinci xi robot - the case was a robotic lobectomy procedure using the da vinci xi robot. The bag was deployed with no issue, but as they were trying to take the bag out of the incision, the bag broke. It is unknown where the bag broke. The port site was slightly enlarged prior to pulling the bag out. It was noted that a lot of tugging and pulling was done on the bag from the incision site. The bag broke while the specimen was still in the bag and the specimen had to be retrieved with a new bag. It was also noted that other ports were inside the patient with instrumentation still in the ports such as scissors. Type of intervention - used another bag to finish the procedure. Patient status - no patient injury.

Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the tissue bag had a burst near the distal end. Engineering's analysis has determined that it is likely that the tissue bag was exposed to forces that were greater than what the bag material was able to withstand. In the instructions for use (IFU), it is stated that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.